Event description:
Adolescent patient under procedural sedation for extraction of tooth # j. Patient "thrashed during administration of local anesthesis in the left middle superior alveolar region of the maxiallae breaking off the 30 gauge 10 mm needle at the hub. The needle was not inserted to the hub during infiltration. The patient had head stabilization by experienced practitioner and used a molt mouth prop for injection. Two (2) lead gowns were used as weighted blanket to calm the patient. The patient was not restrained with protective stabilization in adult restraint due his age, normal mental capacity and perceived compliance. After discovery of needle breakage, the procedure was stopped immediately. The patient's parents were immediately notified and the patient was transferred to the oral surgery team for foreign body removal. This was a 30 gauge 10 mm needle that broke in the child's mouth during administration of local anesthesia. Please note suspect producer #1 and e suspect medical device are the same item. The item is a 30 gauge 10 mm needle made in france by gibson healthcare.